Manufacturer narrative:
No sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported that during creation of the lasik corneal flap in the right eye, the laser aborted treatment and the message "fundamental energy beam path below limit" appeared. The surgeon attempted to finish the flap; however, the laser could not resume treatment, as it did not pass the energy check. The patient was released home and will be returning at a later date for treatment completion. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: the investigation is complete. During an onsite visit the fse (field service engineer) replaced fun up beam splitter and successfully completed system verification to specification. Sample was not returned to manufacturing site for failure analysis. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Most possible root cause could be a faulty fun up beam splitter. (B)(4).